Event description:
Rn at facility reporting that one of the continuous ambulatory peritoneal dialysis pts had experienced signs and symptoms of peritonitis, two occurrences. Both samples of effluent dialysate were culture-negative. The pt, according to the history provided, developed nausea, vomiting, diarrhea, abdominal pain and cloudy effluent initially on 02/11/2000. It should be noted that the pt began the first home continuous ambulatory peritoneal dialysis less than a month before (newly trained). The pt was treated with antibiotics and responded well, then traveled using the same product, different lot number. On 02/22/2000 the pt complained of the same symptoms, was started on antibiotic treatment, was later hospitalized and was taken off peritoneal dialysis. Prior to the use of the product, each disposable y set, no problems were seen or detected (unusual characteristics of the product). Companion samples are available for eval. Determination to be made whether this complaint is a MDR reportable event. Currently not enough info is available for eval. 03/08/2000 rep spoke with facility administrator who reported that pt is no longer on peritoneal dialysis, as catheter was removed due to + yeast cultures in effluent. Administrator stated that the only reason that the delflex and disposable y set were reported as they were the only commonality (1 lot # of each was identified). As unable to obtain additional info, decision was made to file MDR. Spoke with administrator on 04/04/2000 and pt is doing well. Administrator does not think it was the pt's technique and would like the products analyzed, however cultures were performed on the solution at the hosp and nothing was found.